Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient was having "major issues" with their therapy. They said they've already tried calling the doctor but are still waiting for a call back from the nurse. Patient said initially they noticed symptoms starting to return several months ago (around end of july/beginning of august), but after an MRI they had about a month ago, things got even worse. Patient said they go through about 3 heavy diapers at night, and felt their symptoms were worse than before they got the therapy implanted. Patient also said since symptoms started to return and they've had to connect to therapy, they noticed it's been harder to connect to therapy. Specifically, it's been harder to get communicator in the right spot. Patient said they used to be able to connect right away, but now it takes "forever." While on the call, patient was able to connect right away. Patient's settings were at program 3, 0.2 ma. Confirmed therapy was not left in MRI mode. Agent reviewed therapy expectations and general programming guidance. Patient increased amplitude until stim could e be felt strong yet comfortable at 1.1 ma. Agent suggested patient reach out to managing hcp to update them of those symptoms. Patient was agreeable to this and will also continue to monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.